Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient. The patient reported that she was experiencing pain in the pelvic area, the hips. The patient stated she was currently taking antibiotics for a urinary tract infection (uti) and was not sure if it was caused by the uti or back issues she already had. The patient noted that she would not take pain medications because they cause constipation. It was indicated that the issue was not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.